Manufacturer narrative:
(B)(4). UDI# - in the absence of a reported part number, the UDI cannot be calculated. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number were not provided. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that an absorb scaffold was implanted as a part of the absorb (B)(4) study in (B)(6). The patient was re-hospitalized at(B)(6) hospital due to scaffold restenosis. A drug eluting stent was implanted for treatment with a good final outcome. No additional information was provided.